Event description:
It was reported that nexiva 22ga 1.00in y needle safety would not release. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. 0065466 & 9267150. It was reported that the needle safety would not release after insertion to the IV catheter. Hospital notified me that they had a 22g nexiva in which the needle safety would not release through the septum after insertion of the IV catheter into the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/27/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two 22ga nexiva closed IV catheter system dual port units from reference number (B)(4). Unit #1 was received in an opened package from lot number 0065466. The IV unit has the needle grip pulled back through the catheter assembly. The catheter is bent at the nose of the winged adapter. Unit #2 was in an sealed package from lot number 9267150. The IV unit has all components present and intact. Through the evaluation of unit #1, the needle is completely pulled back through the catheter and the tip is secured within the tip shield. There is no visible damage to the v-clip or retention washer that would inhibit needle disengagement (retraction) or decoupling. Decoupling of the unit was achieved with slight manipulation of the catheter assembly and needle assembly in the lab. There were traces of cured adhesive inside the tip shield and at the clear area of the winged adapter, which are the areas where these two portions join. The adhesive present in this unit is per specification. The reported issue was confirmed as a failure to decouple. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrect placement of adhesive during manufacturing. Through the evaluation of unit #2, the needle was disengaged (retracted) by pulling the needle back through the catheter at which time no resistance was met, and the tip secured within the tip shield. The catheter assembly and needle assembly separated, thus confirming no decoupling issues occurred. A device history record review showed no non-conformances associated with this issue during the production of these batches. See h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0065466, medical device expiration date: 2023-02-28, device manufacture date: 2020-03-06, medical device lot #: 9267150, medical device expiration date: 2022-08-31, device manufacture date: 2019-09-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 22 ga 1.00 in y needle safety would not release. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown, batch no. 0065466 & 9267150. It was reported that the needle safety would not release after insertion to the IV catheter. Hospital notified me that they had a 22 g nexiva in which the needle safety would not release through the septum after insertion of the IV catheter into the patient.